Manufacturer narrative:
Insulin pump alarmed motor error during the occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Insulin pump received with cracked case on display window corner, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and minor scratches on display window.

Event description:
Customer reported having a motor error alarm. Customer does not use the sensor feature. The blood glucose reading is 255 mg/dl. Advised customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Customer reported having a motor error alarm. Customer does not use the sensor feature. The blood glucose reading is 255 mg/dl. Advised the customer to discontinue use of the pump. Nothing further reported.